Event description:
Caller reported the tube is leaky. Caller stated blood glucose level was up to 430 mg/dl; treatment received was not provided. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.